Event description:
During an implantation, the stylet was unable to be removed from the left ventricular (lv) lead. The lead was replaced, and a new lead was successfully implanted with no patient consequences.

Manufacturer narrative:
A complete lead was returned, and visual inspection found the ptfe coating of the stylet was stripped and bunched with the inner coil at the distal end of the connector pin. The reported event of withdrawal failure was confirmed. The cause of the reported event was isolated to bunching of the stripped stylet ptfe coating and inner coil.